Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An interior inspection showed no signs of dried fluid. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient passed away on (B)(6) 2018. The contact did not know the cause of death. Upon follow up with the patient's nurse, it was confirmed that the patient was not connected to the cycler at the time of death. The nurse stated that the patient was on his way home from a restaurant at the time of death. The patient's date of birth is (B)(6).